Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the failure to communicate and the reported service code was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt or monitor. Device manufacture: monitor sn (B)(4), 12/23/2009 reuse. Electrode belt sn (B)(4): 01/30/2013 reuse.

Event description:
A us distributor returned a patient's monitor sn (B)(4) and electrode belt sn (B)(4) and reported that the monitor response buttons were damaged and that the patient was receiving a service code 204.